Event description:
It was reported by a nurse that the treatment scheduled to be administered during overnight was not delivered to the patient. The pocket remains full in the morning. There was patient involvement, and no human harm reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.